Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope telescope eyepiece was damaged. The issue occurred during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the reportable malfunction was due to a large mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.